Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. (B)(4).

Event description:
Medtronic received additional information that sixteen days post-implant of this annuloplasty ring, the patient presented with third degree atrio-ventricular (av) block. A pacemaker was implanted and the patient condition resolved that same day. No other adverse patient effects attributed to this device were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.